Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited no capture and undersensing and no sensing. The lead was reprogrammed with repositioning scheduled. No patient complications have been reported as a result of this event.